Manufacturer narrative:
The potassium electrode lot number and expiration date were requested, but not provided. Calibration and controls were acceptable. The field service engineer determined there was an issue with the analyzer syringe mechanism. The ise syringe assembly was replaced. The electrodes and electrode o-rings were checked. An air purge, mechanism check, ise check, calibration, and controls were performed. The ise checks were successful and there were no alarms during mechanism checks. Calibration and controls passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the potassium electrode on a cobas 6000 c (501) module. The sample initially resulted in a potassium value of 3.20 mmol/l accompanied by a data flag indicating the sample was hemolyzed. A previous sample collected from the patient the day before had a potassium result of 5.1 mmol/l and was hemolyzed. Since the complained sample had a lower result compared to this, the customer decided to repeat the complained sample. The complained sample was repeated, resulting in a potassium value of 4.01 mmol/l. The customer deemed the initial value to be correct.